Event description:
The technician alleged that the head brake caster pivots while in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the right head brake caster to resolve the issue.